Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported system error 345 which was not reproduced but confirmed during a review of the device event history log. Both the upstream downstream and upstream sensors were replaced as known contributors.

Event description:
It was reported that a spectrum pump displayed system error 345 in the family birth place during therapy (medication, programmed amount and delivery rate unknown) at start up or with 1 ml of delivery. It was also reported the device was swapped out with an unknown interruption in therapy and there was no patient injury.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.